Event description:
Patient had three symbiq pumps fail in a short period of time. Pump exhibited an audio failure during infusion. This resulted in the nurse being unaware infusion had stopped. Reference MFR # 9615050-2015-00332.